Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00352; 242-01-105, s809 - trauma, s810 - device loosening, revision surgery. Note: no previous d-ticket was provided, and no results were returned from the search; therefore, the listed item(s) could not be verified. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient fell her knee and loosened her femoral implant.